Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the company representative (rep) that the lead broke with no connection. Stimulation stopped working for the patient. This event occurred in (B)(6) 2017. There was no fall or anything that could have contributed/led to this event. After the stop of stimulation/no stimulation, troubleshooting was reported. Impedance was performed, but the rep did not have the impedance measurement. The action taken to resolve the event was lead replacement. The issue was resolved at the time of this report. The patient was alive with no injury. The patient¿s medical history was reported as pain patient.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the body conductor broken at anchor site unknown. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting the physician was very careful not cutting the lead under or.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.